Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Serial number: unknown, not provided. Catalog #: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as the serial number was not provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device was not returned for analysis. The model and serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient with bilateral symfony intraocular lens (iol) implants complained of halos and did not adapt well to near vision. Pupil constricting drops were tried with no success. The iol was explanted and replaced from the left eye. Requests for additional information were made but the account was unable to provide further details. No additional information was provided. This report captures the event with the left eye. A separate report has been filed for the right eye.